Event description:
It was reported the guidewire fractured during rotation. A 1.50mm rotalink plus and rotawire were selected for use. During testing outside the patient for preparation, when the device was platformed at 160,000 rpm, the rotawire snapped. The procedure was completed with a different device. No patient complications were reported.